Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a pocket revision because the patient "lost a lot of weight" and her pump began flipping. It was noted that the flipped pump was first noticed during a refill appointment. The healthcare provider was unable to access the reservoir and fill the pump due to it being flipped. The revision was done on (B)(6) 2020.